Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the clinical sales representative (csr) contacted intuitive surgical, inc. (Isi) technical support to report that the customer was experiencing issues with cautery when applying energy and was presented an "error activation has been interrupted due to error c-38" message. The technical support engineer (tse) reviewed the logs and identified errors c-38, m-11, c-30, and m-18. The tse advised the customer to perform a hard reboot of the erbe generator unit when they were able to reach a stopping point. The customer contacted isi technical support the following day regarding the issue and requested to perform a hard restart. The tse instructed the customer to power down the system and the erbe unit, then turn off the breaker on the vision side cart (vsc). The customer restarted the system followed by the erbe unit and observed no errors. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The iesu was returned for failure analysis, but the reported failure could not be reproduced. The iesu was placed on an in-house system and energized and cauterized all ports and recognized instruments. Error log confirmed multiple errors being displayed.